Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery alarm. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer stated that the drive support cap was flush and protruded. Customer reported event was resolved by infusion set change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery alarm due to motor error alarm. The motor was tested outside of the device and passed.